Event description:
It was reported that the patient had passed away due to status epilepticus. The physician expressed concerns about generator peos field safety notification possibly being associated with this death due to status epilepticus. Later the physician reported that they did not believe that vns caused this death however he couldn't be conclusive with this determination given the fact that the patient was included on the premature end of service issue afflicted serial number list. He stated that the patient was interrogated on (B)(6) 2024 and there were no issues or low battery warnings on the device. The patient was then admitted due to an increase in seizures and had passed away in the hospital. The physician has reported that the patient also was experiencing an unitary infection due to a dislodging of super pubic catheter and this could have also been the cause for the status epilepticus which resulted in death. A vns death follow-up form was completed by the following neurologist. The believed cause of death is listed as" "increased seizures frequency in the setting of unrainy tract infection. Cannot speak to the functional status of vns device during admission" the relationship of the cause of death in association with vns system is unknown. The provider has no additional details about autopsy. No other relevant information has been received to date. The suspect device has not been receive by the manufacturer to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 cfr part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Internal generator data was received from prior to the patient's passing. No anomalies were found. Despite follow-up with the physician the cause of death remains unknown.